Event description:
According to the literature, a recent study was conducted to develop a decision-making scheme for patients undergoing robot assisted surgery involving patients with inferior vena cava (ivc) thrombus with special morphology between june 2013 and june 2023. It was noted that for patients with right sided renal cell carcinoma with special morphological inferior vena cava thrombus, the caudal ivc was stapled using the device. There were 197 patients included in the study and complications included post-hepatectomy hemorrhage. Interventions and patient outcomes were unknown.

Manufacturer narrative:
Jiao ql, peng c, chen xr, zhang xp, cao b, song jl, du sl, xu qj, li z, jia z, liu k, zhao gd, ding xh, wang hy, li qy, khoo hc, guan w, gu ly, wang bj, zhang x, ma x, huang qb. Robot-assisted surgical strategies for inferior vena cava thrombus with special morphology: how to balance tumor control and functional preservation? Chinese medical journal 2026;xxx:1¿3. Doi: 10.1097/ cm9.0000000000003964. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1, b2, h1 correction has been reviewed pertaining to the event wherein a blood loss >500cc occurred. This event has been reassessed and the re portability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.